Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as it was not sticking after being used for 2 days. The patient confirmed to not perspire heavily. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).